Event description:
It was reported that the lens was explanted to change to a different diopter power to 22.5. It was reported the procedure was completed successfully and the pt is doing well.

Manufacturer narrative:
The lens was received at our manufacturing site for evaluation and revealed the lens had been cut in half; however, no optical deviations were found on visual inspection. Additionally, diopter measurement records from this particular lens were verified and shown to be within specifications. This was in compliance with the labeled dioptric power. A manufacturing record review was performed and met specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted.

Manufacturer narrative:
The lens was not returned for eval at the time of submitting the medical device report. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.